Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint of burnt teflon. The teflon pad was melted down in the middle, exposing metal underneath the teflon pad. Based on similar reports, a potential cause for the teflon pad damage is operator¿s technique. The instruction manual contains several warning statements to prevent thermal damage to the teflon pad: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device for use in the procedure.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy, the teflon pad of the device burned. There was no reported patient injury or device fragmentation into the patient. After replacement of the malfunctioning device, the procedure was completed with another similar device.